Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device cannot be repaired. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not shock. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not shock. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.